Event description:
The pt has an extreme diffuse lesion in the external iliac artery. As the wallstent was pulled back and reconstrained, the proximal end of the stent became trapped in the meditech pinacle 7 fr sheath. The stent was sheared off inside of the enclosed sheath. The remainder of the stent in the iliac was post-dilated, good flow through the vessel was obtained and there were no complications or claim of injury to the pt.